Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred at the insertion site. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was taken to the hospital to have stitches at the abdominal sensor insertion site under local anesthesia to stop the bleeding. At the time of the report he was back at home, feeling better, with slight pain. No product was provided for evaluation. The allegation of bleeding was confirmed and bleeding was stopped by stitches at the insertion site under local anesthesia. A probable cause was not determined. No additional patient or event information is available.